Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16602; 2938836-2019-16603. It was reported that the system was successfully explanted due to infection. The patient was stable.